Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 that the patient recently had a full replacement on (B)(6) 2015 and now the patient has post-surgery vocal cord paralysis. The patient was referred to an ent. On (B)(6) 2015 the patient saw the ent for the left vocal fold immobility/paralysis, bilateral vocal fold atrophy, 2nd degree muscle tension dysphonia and dysphagia. No diagnostic results were available.